Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" was reported. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, around 4:00pm, the patient was feeling shaky, anxious, and was ¿not thinking correctly¿. The patient asked her husband for a glass of cranberry juice. She then went to lay down and does not know if she passed out or fell asleep, but her husband woke her up to give her the cranberry juice and test her bg meter reading ¿ which was 33 mg/dl. It was at this time that the patient checked her cgm device and saw it had a ¿no readings¿ alert. The patient drank the cranberry juice, a protein drink, and ate a sandwich as treatment. Eventually her bg meter reading increased to 125 mg/dl. The patient did not seek assistance from a higher level of care. She remained at home and was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information/correction. H6 medical device problem code - correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, data was further reviewed. Data investigation could not confirm an alert/notification settings issue. On 12/16/2024, the low alert (60 mg/dl) and urgent low alert (55 mg/dl) were delivered with volume, according to patient settings, and acknowledged at 08:35 am, 01:59 pm, 02:11 pm, 04:15 pm, 04:43 pm, 05:05 pm, and 05:14 pm. From 05:26 pm to 05:56 pm, the app experienced signal loss for 30 minutes, but did not deliver a signal loss alert as it was set to trigger after 40 minutes. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.